Manufacturer narrative:
Additional suspect medical device components involved in the event: model number/catalog number: sc-1432, serial number: (B)(6), batch/lot number: 208645, model/catalog description: wavewriter alpha prime 32 ipg kit, unique identifier (UDI) #: (B)(4). Model number/catalog number: sc-4316, batch/lot number: 16240013, model/catalog description: clik anchor, unique identifier (UDI) #: (B)(4).

Event description:
It was reported that the patient experienced inadequate pain coverage due to spinal cord stimulation (scs) paddle lead had high impedances. The patient underwent scs system replacement and was doing well post operatively. The explanted device was kept by the medical facility.